Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the paramedics were called last night due to a low blood glucose reading of 30 mg/dl. The customer stated that her husband had given her a glucagon injection prior to the arrival of the paramedics. The customer stated that she was feeling better by the time they arrived, but could not remember what her blood glucose reading was after being treated. Nothing further was reported.